Event description:
It was reported that iabp stopped during use. The main switch had to be turned off and then on to restart pump. No further problems w/pump after restarting. No recordings available and customer could not precisely describe messages other than "something w/valve error." Pressing reset did not solve problem. No pt complication reported.